Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal right coronary artery (rca), with moderate tortuosity, moderate calcification and 90% stenosis, a balance middleweight (bmw) elite guide wire was advanced to the rca but could not cross by itself. Reportedly, a non-abbott micro catheter was used to support the bmw elite guide wire. During advancement of the bmw elite guide wire, resistance was met inside of the non-abbott guiding catheter but the bmw elite was able to cross the lesion by pushing the non-abbott micro catheter. Reportedly, resistance was felt inside of the non-abbott guiding catheter during withdrawal of the bmw elite guide wire. The bmw elite guide wire was stuck in the non-abbott micro catheter; however, it was able to be removed from the patient anatomy using a doc extension. A non-abbott guide wire was advanced and a 2.0x13 non-abbott dilatation catheter was used for pre-dilatation. A 3.0x15 xience prime stent was implanted and post dilatation was performed with a 2.5x12 nc trek without any issue to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.